Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope presented pixilation of the image coloring and brightness. There were no reports of patient harm.

Event description:
It was reported the rigid video scope presented pixilation of the image coloring and brightness. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction to the following field(s): d2a, d8, d9 & h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the pixelation of image coloring was confirmed and the brightness problem was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device plug of the video cable section had loose parts. Based on the results of the investigation, it is likely that most probable cause is due to the r-unit (charge coupled device unit) being broken. Olympus will continue to monitor field performance for this device.